Event description:
The pt received her scs system on (B)(6) 2009 including an ipg. It was reported the pt's charger can no longer locate the ipg. The pt was sent a new charger to resolve the issue. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Correction number: 1627487-12192011-003-r.